Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was no longer functional. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. Additionally, it was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. The customer has manual injections available as alternate insulin therapy.